Event description:
The manufacturer received information alleging the trilogy o2 device did not start up on ac power. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was evaluated at the manufacturer service center. During the evaluation it was noted that the device's power supplying system was causing the issue to occur on the device. In conclusion, the device's power supply printed circuit assembly (pca) was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the front panel/keypad led pca was replaced for a response failure that was unrelated to the reportable issue.